Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced trauma at the device site while playing sports and developed an infection that did not clear. The s-ICD and electrode were explanted. No additional adverse patient effects were reported.